Manufacturer narrative:
Upon investigation this has been identified as a duplicate case- all information will be captured, processed, and reported under MFR# 1038671-2022-00067.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, on (B)(6) 2011, this patient underwent a right knee replacement surgery and was implanted with an optetrak device. Following the surgery, patient began experiencing worsening symptoms, including, but not limited to pain, discomfort, swelling and instability. The patient underwent a right knee revision surgery of their optetrak device on (B)(6) 2020, approximately 9 years 4 months after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.